Event description:
The patient's mother called to report on (B)(6) 2012 at 3:00 pm, her daughter's blood glucose was 474 mg/dl; she ate dinner (carbohydrate count not available). From the middle of the night all the way to next morning, patient bg was still high (no bg provided) and she was also throwing up. The pod expired that morning and she was able activate a new pod. Patient checked her bg, it was reading high (>500 mg/dl) and ketones level was at 5.9. Patient continues to throw up and was able to call the hospital where doctor recommended administering a manual injection of 3.0 unit of insulin (humalog). By 6:40 am, patient's bg was measuring at 370 mg/dl with ketones of 3.6. The patient was then admitted to the hospital and treated with fluids. She also has an ear infection with some wheezing. By (B)(6) 2012 at 8:30 am, the pod wa deactivated; by 2:30 pm, patient was given manual injection. The next day, at 10:00 am, a new pod was activated and a correction bolus of 3.1 units of insulin was administered and at 1:03 pm, bg was at 228 mg/dl. At 1:18 pm, her bg was measuring at 249 mg/dl, ate 45 grams of carbohydrate for lunch an gave a bolus of 1.15 unit of insulin. By 1:51 pm, bg was measuring at 340 mg/dl and at 4:00 pm, using her pdm meter and compared against precision ultra meter. Her pdm read 479 mg/dl vs 373 mg/dl for the other meter. Patient noticed there was condensation in the pod window and smelled insulin around the infusion site. Patient is concerned that the pdm meter is not reading bg level correctly and is not communicating with pods to deliver insulin properly. She is doing better now and was released from the hospital.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high blood glucose measurements or other product malfunction or defect that could lead or contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately, "to ensure accurate results, wash your hands and the test site (for example, your upper arm) with soap and water. Do not leave any cream or lotion on the test site. Thoroughly dry your hands and the test site," and "if your reading is above 500 mg/dl, the pdm displays "high" check for ketones!" This indicates severe hyperglycemia (high blood glucose)," and "if you get a "high check for ketones!" Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a "high check for ketones!" Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."